Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the device misfired, there were multiple clips lodged in the jaws, and the clips were scissoring. Procedure was completed with a competitor's device. There were no patient consequences reported.